Event description:
Articulating screen on eli380 causes the cable for the screen function to fail. The screen no longer functions well when this happens. This has happened on nearly all the devices in the facility.